Event description:
The customer reported the subject device was displaying an e117 error code (otv error). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the e117 error code. In addition, service found the device could not be turned on due to a failure of the solid state drive (ssd). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found there was a failure of a screw hole in the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Correction to information provided in the initial report: the subject device is an olympus asset. The reported issue/defect (device was displaying an e117 error code) was found by olympus personnel during the repair quotation inspection of this in-house equipment. No user facility involvement, no patient involvement.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report. Corrected information provided in b5. Updated h6 coding, based on information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e117 was caused by the failure of the solid state drive. (Ssd) however, the definitive root causes of the ssd failure and defective front panel screw hole could not be determined. Olympus will continue to monitor field performance for this device.